Event description:
Patient was implanted with lcp plate and four screws on (B)(6) 2011 on the left big toe. Patient reported hardware was irritating on an unknown date. Patient returned to or on (B)(6) 2013 for removal of all hardware. It is reported patient had healed. During removal of the last screw, the screwdriver shaft broke into three pieces with all three pieces being retrieved. Procedure was completed without further problem, it was noted, no harm to patient. This is 4 of 6 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.